Event description:
Blood glucose results of "110 mg/dl and 152 mg/dl" with the lifescan meter, performed within 1o minutes of each other. The pt also reported blood glucose results of "119 mg/dl and 149 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.